Event description:
The customer contacted baxter's service center regarding unrelated system errors and stated that he had restarted the homechoice device with the same supplies. The technical service representative (tsr) advised the hp to cycle the power off/on and start over with new supplies. The hp understood and would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.